Manufacturer narrative:
Sections with additional information as of 04-feb-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Correct meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: (B)(6) : user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned the incorrect meters and the incorrect test strips. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern, able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 25mg/dl and 246mg/dl fasting, and from results obtained of 330mg/dl non-fasting. Customer also stated the true metrix air meter did not power on when the dot button is pressed, when a test strip was inserted. The customer¿s expected am fasting blood glucose test result range is 126-136mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 247mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.